Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Maxi-ld balloon catheter (416-2040l, (B)(4), complaint product) was delivered for dilatation. The balloon ruptured at 2atm during the inflation. The balloon was removed from the patient and changed to other new product (details unk). The balloon was inflated without any difficulty with 6atm and the procedure was completed without patient injury. The procedure was stent grafting. The patient's gender and age were unknown. Calcification, vessel tortuosity and the rate of stenosis were unknown. The complaint product will not be returned for analysis as it was discarded at the hospital.

Manufacturer narrative:
The complaint report stated that the maxi-ld balloon catheter ruptured at 2atm during inflation. The balloon was removed from the patient and changed to other new and the procedure was completed without patient injury. The procedure was stent grafting. Calcification, vessel tortuosity and the rate of stenosis were unknown. The complaint product will not be returned for analysis as it was discarded at the hospital. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. It is not known what factors may have contributed to this event. No actions will be taken at this time.